Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02469, 0001825034 - 2019 - 02470, 0001825034 - 2019 - 02471, 0001825034 - 2019 - 02472, 0001825034 - 2019 - 02473, 0001825034 - 2019 - 02474, 0001825034 - 2019 - 02475, 0001825034 - 2019 - 02476, 0001825034 - 2019 - 02477, 0001825034 - 2019 - 02480, 0001825034 - 2019 - 02481, 0001825034 - 2019 - 02482, 0001825034 - 2019 - 02483, 0001825034 - 2019 - 02484, 0001825034 - 2019 - 02485, 0001825034 - 2019 - 02486, 0001825034 - 2019 - 02487. Concomitant medical products, associated device(s), primary di# item #: 51-104160, item name: tprlc 133 t1 pps ho 16x152mm, lot number: 3817553, primary di#: (B)(4). 51-104160, tprlc 133 t1 pps ho 16x152mm, 6028661, (B)(4). 51-104140, tprlc 133 t1 pps ho 14x148mm, 3817531, (B)(4). 51-103180, tprlc 133 t1 pps so 18x156mm, 3975978, (B)(4). 51-103180, tprlc 133 t1 pps so 18x156mm, 6022911, (B)(4). 51-103170, tprlc 133 t1 pps so 17x154mm, 6238743, (B)(4). 51-103170, tprlc 133 t1 pps so 17x154mm, 6133628, (B)(4). 51-103160, tprlc 133 t1 pps so 16x152mm, 6309256, (B)(4).  51-103150, tprlc 133 t1 pps so 15x150mm, 6118653, (B)(4). 51-103140, tprlc 133 t1 pps so 14x148mm, 6075801, (B)(4). 51-103140, tprlc 133 t1 pps so 14x148mm, 6170567, (B)(4). 51-103130, tprlc 133 t1 pps so 13x146mmtp, 6308779, (B)(4). 51-103090, tprlc 133 type1 pps so 9x137mm, 6462370, (B)(4). 51-100080, tprlc 133 fp type1 pps so 8.0, 6364712, (B)(4). 51-100060, tprlc 133 fp type1 pps so 6.0, 6289409, (B)(4). 51-100060, tprlc 133 fp type1 pps so 6.0, 6273744, (B)(4). 51-100050, tprlc 133 fp type1 pps so 5.0, 6241443, (B)(4). 51-100040, tprlc 133 fp type1 pps so 4.0, 6246127, not released. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device packaging had damage that compromised sterility. No patient or surgical involvement as the issue was identified in the inventory warehouse. No further information is available at this time.